Manufacturer narrative:
Device is a combination product. Date the incident occurred was estimate as (B)(6) 2019 which is the first day of the month of the aware date.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50 x 48 synergy drug-eluting stent was advanced for treatment. However, during procedure, the device snapped inside the patient. It was then noted that the shaft had a kinked prior to procedure. The patient gone surgery to removed the broken parts of the device. No patient serious injury or adverse event were reported and the patient's status was stable.